Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on 09-jun-2024. The occlusion/blockage was located at the site. The patient's blood glucose was displayed as high, and was treated with correction bolus via pump. The infusion set and cartridge were changed and resumed insulin therapy. No further information available.